Event description:
It was reported that the ventilator alarmed for ventilation error and ventilation stopped when used on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The unit was investigated by our filed service engineer at the hospital. The device pc control board was replaced and sent in for investigation. The visual inspection of the returned pc board did not reveal any deviations. The reported device software version was loaded into our test unit for simulated use testing. The pc board could not be tested because an error message was generated saying that the software version was incompatible. Re-installation of the customers software version also failed on the pc board. The review of the returned device logs revealed that technical error alarms had been generated indicating stop of ventilation, software version conflict, and alarm indicating a hardware error. The device pc control board is equipped with flash memory¿ for system software storage. The investigation shows that the communication with these flash memory's did not work. Our conclusion into this matter is that the cause to the reported error is due to component error on the returned pc control board, likely the two flash memory's. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).